Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. Olympus repair center inspected the device and confirmed the following; there was a malfunction in the scope detection function. The front cover around the output socket was damaged. Damage to various small parts of the device was confirmed. The bottom plate and front plate were bent. The housing of the device was distorted. The air pump was dirty. The power switch may have been damaged by the impact. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the power switch was defective. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center and found that the device did not turn on due to the damaged power switch.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the reported event occurred before the procedure for inspection. The user facility also reported that the power supply board was defective. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event that the power switch had failed may have been caused by a strong impact, such as the user pressing the power switch with excessive force. From the images sent by the olympus repair center, omsc determined that the malfunction of the scope detection function meant that the black plastic tab that protects the pins of the output socket had failed and could not be protected. Therefore, there is possibility that the tab failed due to the user connecting the endoscope with excessive force. In addition, damage to the appearance of the device may have been caused by a strong impact from the user hitting a hard object against the device. Omsc concluded that the air pump became dirty due to long-term repeated use, because more than 7 years have passed since the device was delivered. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.